Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32x4.00 rebel stent was selected for use and advanced to treat the lesion. However, the stent slipped out of the deployment catheter while the physician was trying to position it. No patient complications were reported.